Manufacturer narrative:
Visual inspection confirmed the screw fracture condition. Blood residues and damage to the threads were observed. The screw was broken off inside the implant; it was seen through visual inspection where the depth of the threads has been blocked. The lot number for the screw lot was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any non-conformances or rework activities that would cause or contribute to the condition reported. A definitive root cause has not been determined. (B)(4)

Event description:
The dentist reported that the abutment screw (uniht) fractured and could not be removed, requiring surgical removal of the integrated implant (nt411).